Event description:
The customer discovered questionable ion selective electrode (ise) potassium results were generated. After the qc performed in the afternoon failed, the customer calibrated twice and ran qc which passed. The customer then repeated patient samples than had been tested prior to the failed qc. Of the data provided for 84 patient samples, only the results for 75 were discrepant. The erroneous results were reported outside the laboratory. The patients were not adversely affected. The potassium electrode lot number was m62. The expiration date was requested, but was not provided. It was noted the reference electrode holding area had crystallization. All electrodes were replaced, conditioning and checks were performed, and precision testing was performed which was acceptable. The investigation found the crystallization in the ise compartment was possibly caused by the kcl reference solution. Small traces of kcl in combination with some liquid could have been creeping into the ise measuring system and increasing the potassium results. Review of the provided data showed a constant difference of 0.6 to 0.7 mmol/l in the results. The issue appeared to have been resolved by the corrective maintenance and part replacements.

Manufacturer narrative:
This event occurred in (B)(6).